Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvtwb11) was returned for investigation. Visual evaluation of the as returned implant identified fracture around the collar and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported implant had been placed on tooth # 14 (unknown notation system) for approximately 2 ½ years. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (63886263) had revealed no deviations nor non-conformances which could have caused or contributed the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63886263) and no similar event or complaint was found. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that implant was found fractured on (B)(6) 2019 @ (B)(6), then @ post op pt. Began to have swelling and pain as of (B)(6) 2020. Implant #14 was removed (B)(6) 2021. Patient non returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: swelling & pain.